Event description:
It was reported that the hand piece device needed repair. The reporter was unable to provide the date of this event, but confirmed that the event occurred in july of 2013. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. It was observed during functional testing that the hand piece device does not run. Evidence suggests this is due to usage wear over time. If additional information becomes available, a supplemental medwatch report will be sent accordingly.